Event description:
It was reported that there was a malfunctioning lead that was removed, but a ¿very tiny portion of lead¿ remained. The lead broke off in patient during the revision. Follow-up is being conducted to determine cause, symptoms, and patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v807715, implanted:(B)(6) 2011, product type: lead. (B)(4).